Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no causes for the customer's reported complaint of leak could be determined. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The international affiliate was contacted and informed on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported leakage. No specific details were provided. No info was provided if the leakage occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were required. Though requested, no add'l info was provided.